Manufacturer narrative:
The following fields were updated: event description, b5 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) pump due to inflation issues and the pump working sporadically. No patient complications were reported. A new ipp pump was implanted on (B)(6)2021.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) pump due to inflation issues and the pump working sporadically. No patient complications were reported.